Manufacturer narrative:
Case # (B)(6) - review of the system data shows that the laser capsulorhexis was completed without issue and system found to have functioned as designed. It is recommended that surgical technique be reviewed with the user. No further clinical follow-up required.

Event description:
On 03/17/2025, while cas was on-site for surgery support, doctor (B)(6) reported that during procedure ID # (B)(6), they experienced a capsule tear near the toric nub when spinning the lens during hydro disseciton.